Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 400 mg/dl. The customer was not using auto mode at the time of the event. The customer also had diarrhea a couple of the days ago. The insulin pump will not be returned for analysis.